Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console base battery failed to charge. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.